Event description:
Post implant event: loss of perfusion to left kidney. Case details: graft was successfully implanted. The superior neck was angulated. During the procedure the contralateral pullwire caught on the superior hooks and was released using a guide catheter. A stent was used in the left limb to treat graft limb occlusion. Post implant the pt lost blood flow to the left kidney. There was a 95% osteolegion noted as well as thrombus and vessel occlusion. Retrograde filling from the right kidney was noted.